Event description:
It was reported that during a procedure, guidewire stuck was experienced. After finishing the left veins, and wanting to move to the right veins, the guidewire got stuck. The guidewire was replaced but it was still hard to move the new guidewire. The catheter was replaced, and the issue was resolved. No tissue seen at the tip of the catheter or guidewire. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire inserted. Functional testing was performed, and a guidewire was able to be advanced through the catheter with no issue. The catheter array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that during a procedure, guidewire stuck was experienced. After finishing the left veins, and wanting to move to the right veins, the guidewire got stuck. The guidewire was replaced but it was still hard to move the new guidewire. The catheter was replaced, and the issue was resolved. No tissue seen at the tip of the catheter or guidewire. The procedure was completed and there were no patient complications. The catheter was received for analysis.